Manufacturer narrative:
Device evaluated by MFR.: unit returned in a generic plastic bag, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. No issues were found, the device appears to be in good conditions. No detachment were observed along the device.

Event description:
It was reported that a shaft break occurred. It was reported that during a procedure, while the device was outside the patient, the shaft of the opticross imaging catheter broke. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Event description:
It was reported that a shaft break occurred. It was reported that during a procedure, while the device was outside the patient, the shaft of the opticross imaging catheter broke. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.